Manufacturer narrative:
(B)(4). Follow-up report will be filed, if additional information becomes available.

Event description:
It was reported that in radiology, the PICC was inserted through the sheath and the sheath was to be removed. It was at that time when snapping the handle of the peel-away, it broke, making removal of the entire sheath difficult and time consuming. A delay was reported, however, there was no a harm to the pt due to this delay or as a result of this occurrence.